Event description:
It was reported that the right ventricular (rv) lead integrity alert had been triggered. Interrogation of the device noted that the rv pace/sense lead showed low impedance, noise, and undersensing. The patient is incarcerated and a procedure has not been scheduled at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that short v-v intervals and noise were observed on ventricular tachycardia (vt) episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.